Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar vas-cath 23cm was returned for evaluation. Visual inspection noted a bulge and discoloration on both clear extension legs just proximal to the bifurcate. Therefore, the investigation is confirmed for catheter aneurysm. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately four months after placement; the lumen on the dialysis catheter was discolored. The catheter remains in the patient. There was no reported patient injury.